Event description:
Consumer contacted dexcom to report that his low alert was not heard when the receiver read 39. His wife had to give him glucagon. A finger stick was not taken at the time. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported low alert not being heard as there was no device malfunction detected. However, based on review of the data log the reported event was confirmed and the root cause was determined to be use error as the patient had turned the receiver off.